Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pas inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had a battery indicator issue. The patient tests her blood glucose 2-3 times a day. She manages her diabetes by taking lantus insulin in the evening and unspecified oral medications. The patient adjusts her medication dosages based on her meter readings and how she feels. The patient indicated that the alleged meter issue started on the month prior. As a result of the alleged issue, the patient claimed that she was unable to test her blood glucose for about 3 weeks. During that time, the patient took usual dosages of her diabetes medications. Three days prior to original date, at 10:30 pm, the patient claimed that she developed symptoms of sweating and shakiness. The patient administered self-treatment when the symptoms started by eating food. The self-care helped to relieve her symptoms. Around the same time she began to eat, she tested herself on a different meter and got a result of "103 mg/dl." She denied seeking or receiving medical attention from a health care provider because of the alleged meter issue. The patient admitted that she had not replaced the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion. The patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.